Event description:
The 1.7 inr with hemochron signature system vs. A 0.9 inr with unspecified lab system. Therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed.